Manufacturer narrative:
A medtronic representative reported that during a surgical procedure, the imaging system displayed the message 'frame rate error' on the mobile view station (mvs) when attempting to acquire images. There was no delay to the procedure and the patient was not impacted as they were able to proceed with the case despite the error message. The biomedical engineer onsite decided that it was the mobile view station (mvs) umbilical cable that caused the issue and it was returned to medtronic for analysis. The cable was replaced and the issue was resolved. Analysis of the returned cable showed no faults as the cable performed as intended and passed all tests. No delay to the procedure was reported and no impact on patient outcome. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a surgical procedure, the imaging system displayed the message 'frame rate error' on the mobile view station (mvs) when attempting to acquire images. There was no delay to the procedure and the patient was not impacted as they were able to proceed with the case despite the error message.